Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2015 the patient underwent revision surgery to excise the excess tissue. During the same procedure the abutment was removed and a magnet was implanted. The patient was prescribed a seven day course of oral antibiotics. The implanted device remains.